Event description:
The pt tested blood glucose on suspect device and was 68 mg/dl. She called the paramedics. They tested her blood glucose on their device and was 450 mg/dl within 5 minutes of first reading. She was taken to the hosp and blood glucose was 480 (lab) 1 hour later. She was given an insulin drip and medications for kidney infection.